Manufacturer narrative:
The technician found the cardio pulmonary resuscitation valve faulty. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
The account alleged that the cardio pulmonary resuscitation pedal did not function. No pt impact.